Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgery converted to an open procedure. Please note the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: turning on/off rapidly, and white balancing was not occurring properly. This happened multiple cases/days and rebooting did not fix. Cabling was correct as well the probable root cause/s could be a bad reed switch on the safe light cable.

Event description:
It was reported that the surgery converted to an open procedure. Please note the procedure was completed successfully.